Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away while using the kaguya device. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. Pd therapy was ongoing prior to death. It was not reported if pd therapy was ongoing at the time of death. No additional information was available.

Manufacturer narrative:
Additional information: b1, b2, b5, d9, h1, h3, h6 and h11. B2: date of death- it was initially reported that the date of death was (B)(6) 2026, however it was confirmed that the date of death was (B)(6) 2026. B5: upon follow up, it was reported that the cause of death was unknown. The attending physician denied any causal relationship between the death and the medical device or pd treatment. It was not reported if the patient was connected to the device at the time of death or if pd therapy was ongoing at the time of death. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. Based on additional information received, the home pd system kaguya was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.